Manufacturer narrative:
B5: the following additional information was provided by the customer. The event was an occlusion detector error or tube not properly loaded in occlusion detector during set loading or at power up. The process step was during routine preventive maintenance testing. H10: the device was received for evaluation. During functional testing, the device was able to properly detect an upstream and downstream occlusion. A review of the event history log revealed 'upstream occlusion' messages however true and false alarms cannot be distinguished through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed an occlusion when there is no occlusion during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.